Manufacturer narrative:
Records indicate this lead remains in service without further complication. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead had dislodged shortly after implant and was successfully repositioned. A little over a month later an episode of noise was noted which was oversensed and resulted in pacing inhibition for three seconds. It was determined the oversensed noise was due to the patient shivering. The sensitivity was successfully reprogrammed. No additional adverse patient effects were reported.